Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at catheter junction due to therapeutic needs, the nurse discovered a leak at the stem of the indwelling needle while giving infusion therapy on (B)(6) 2024. The indwelling needle was immediately replaced and the venipuncture cannulation was continued.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#3171583): 1) the products of this batch were assembled at intima ii auto line 2 in jul 2023 and packaged at r240 package line in jul 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and the retained samples; no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample has been received for further testing, and the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.